Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, a crack on the manifold was found. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 02, 2018. (B)(4). The returned sample was visually inspected and found a crack along the female l-connector on sampling manifold line. A retention sample from the same product code and lot number combination was visually inspected and confirmed to not have any damages or cracks on the l-shaped connector. Replication testing was performed on a retention sampling manifold line and found that this crack appears on the part when the l connector is over tightened on a port. If this is the actual failure mode experienced by the customer, it is likely that the l-shaped connector had been over-tightened onto the manifold or port, causing it to crack. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.